Event description:
It was reported that during a navio assisted tka surgery, the surgeon tried 3 times to collect hip center and then decided his array position was not optimal. Surgeon then changed array position, and went back to beginning of registration process to start again. This time, all registration was completed, and planning complete. When executing the plan, distal cut was made, however when placing the 4 in 1 block, it was noted the position was approximately 1cm anterior to plan. This was verified manually with resection check. The procedure was completed, with a non-significant delay, using conventional instruments. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Manufacturer narrative:
H3, h6: the navio surgical system au, pn: npfs02070, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. A relationship between the reported event and the device was established. The screenshots confirmed 3 hip center calculations, where the third one was under the error threshold (0.9), and the checkpoints were redefined prior to the accepted hip center collection. The reported problem was confirmed. The reported complaint states that the distal cut had been made prior to the manual verification of the cut guide¿s position, where the user stated it was 1 cm anterior to plan. This could not be confirmed in the visualize cut stage because the screenshots did not capture the live read-out of the plane visualization tool. Further screenshot review shows the bur all functionality had been selected after the distal cut had been made. Overcuts were identified near the femur¿s peg holes. The checkpoints were not rechecked between the initial distal cut and the bur all state to determine whether there was tracker movement. Therefore, it is possible that the bone tracker array had shifted between the time of the manual distal cut and the bur all femur cut selections, resulting in the 1 cm anterior to the plan placement of the cut guide. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. Refer to the surgical technique guide for the use of the plane visualization tool. Use this tool to ensure that the cut guide is placed in its intended position by passing the plane tool through the cut slot. This can be used to compare the plane of cut, with the plan created for bone removal. This helps ensure that the rotation of the component and depth of the cuts are consistent with the plan. This tool can be used after bone removal to visualize the actual cut prepared. The clinical/medical evaluation concluded: based on the information provided, the root cause of the reported, ¿the position was approximately 1cm anterior to plan,¿ was most likely due to tracker movement as per the product evaluation (ie; checkpoints not re-checked following distal cut). Per product evaluation, further screenshot review shows the bur all functionality had been selected after the distal cut had been made. Overcuts were identified near the femur¿s peg holes. The checkpoints were not rechecked between the initial distal cut and the bur all state to determine whether there was tracker movement. Therefore, it is possible that the bone tracker array had shifted between the time of the manual distal cut and the bur all femur cut selections, resulting in the 1 cm anterior to plan placement of the cut guide. Additionally, the IFU recommends appropriate checkpoint pin placement. The patient¿s current health status remains unknown and the patient impact beyond the reported events cannot be determined, however it was noted per case communication, ¿patient was not harmed beyond the problem reported¿ (no injury) therefore, no further clinical medical assessment is warranted. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.